Event description:
It was reported that during a prostate procedure at 55,689 joules of use "end fire" was noted. The second fiber in use at 52,107 joules of use exhibited "end fire". The fiber cap of the third fiber at 49,997 joules of use, the detached from the moxy xps fiber inside of the patient, and the metal cap was retrieved and disposed of. The procedure was completed with the fourth fiber at 70,437 joules of use. ¿no patient injury" reported. Patient outcome "ok" reported. This report is for the third fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits moderate char; there is misalignment of the metal cap output window with the red stop sign of the outer flow tubing; the metal cap is loose within the outer flow tubing. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.